Event description:
It was reported that the recharging paddle was not working properly and the issue started probably 2 days ago. Caller mentioned they're charging the implant, the controller started from 70% and had already decreased to 40% but the implant battery was still in the red and they're recharging excellent. Caller mentioned that the paddle was really hot but pt mentioned the paddle was too hot for them but stated "it's cooling off now", when asked if the relay box also gets hot if they charge pt stated "hotter than warm". Caller also mentioned that they pt was afraid that they couldn't turn off the therapy on their appointment. Pt was unsure if the appointment was for a CT scan or MRI scan for their stones. Due to recharging paddle gets hot agent sent repair request to replace the recharging paddle.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
97755, sn: (B)(6), returned for product analysis. Analysis found no issues with finding or charging ins. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.